Event description:
Additional information received indicated the suspected a cerebrospinal fluid (csf) leak occurred at placement of the needle. Patient has not reported any concerns related to this issue.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of his axium neurostimulator system. One lead was implanted at l2 and the second lead was implanted at l3. It was reported that during an implant procedure, the physician suspected a cerebrospinal fluid (csf) leak occurred while placing the lead at l2. The physician performed a blood patch and completed the implant procedure.